Manufacturer narrative:
Review of the treatment files was performed and noted that the suction ring was mildly decentered. The initial suction quality was sub-par based upon no speckle pattern over 50% of the suction ring. From onset it was noticed a mild fluid loss occurring during treatment, there were small ocular movements throughout the procedure and on slide 28-31 you see a marked increase in eye movement followed by a full break in suction on frame 32. Frame 33 shows fragmentation pattern delivered into the cornea. No additional surgical intervention was reported initially by the doctor. Pes cas contacted the office in several occasions requesting the patient-post operative clinical results, but the doctor's office did not provide the requested information. Root cause: patient moved.

Event description:
Doctor reported that a suction loss occurred at 66% and aborted. During phaco the surgeon noticed that the cornea had been marked.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Doctor reported that a suction loss occurred at 66% and aborted. During phaco the surgeon noticed that the cornea had been marked.